Event description:
Reporter alleged blood glucose measured 353 mg/dl at 8:39 am, however, had no symptoms so retested back to back at 8:40 am with a result of 149 mg/dl. It was stated the customer did not apply blood, to the test strip properly with the first test because even though the yellow window was filled completely, there was some blood thought to be underneath the test strip. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.